Manufacturer narrative:
A getinge field service engineer (fse) reported that they restarted the unit to troubleshoot and was unable to reproduce the issue. The trainer was used in another unit and found to have the same issue. The issue was related to the trainer. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the product specialist went to the client to give training with the cardiosave intra-aortic balloon pump (iabp) equipment and identified that it had an auto fill error. There was no patient involved.